Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui and pop it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent trimming on (B)(6) 2007 due to extrusion. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal/revision on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection, dysfunctional voiding, and urge urinary incontinence.